Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the device foot was in the access site preventing the foot from opening creating the mechanical jam; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is unknown as the part and lot number were not provided. User facility medwatch report (B)(4) attached.

Event description:
User facility medwatch report received that states "during a transcutaneous aortic valve replacement, 1 perclose footplate was retained during deployment. No immediate issues noted, hemostasis achieved with an additional perclose. Unfortunately, the team did not sequester any of the packaging or deployment device." No additional information was provided.